Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure sensor autozero alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. During an onsite evaluation of the device by an authorized service provider (asp), the device issue was confirmed when a startup test was completed. The asp replaced the gas delivery system (gds) to resolve the issue. Following the part replacement, the asp confirmed that the device was fully functional and able to be returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.